Manufacturer narrative:
.

Event description:
It was reported that a patient underwent a device removal surgery due to "implant failed". No additional informaiton has been provided. No further patient complications have been reported in regards to this event.